Manufacturer narrative:
Device not yet available.

Event description:
Manufacturer received information from patient's family that a pvs23 with sn a55917 was implanted on (B)(6) 2017, and was later replaced by pvs23 a61493 on (B)(6)2017. The manufacturer is still in the process to get further information.

Event description:
A perceval valve was implanted and intraoperative echo suggested mild paravalvular leak that was deemed to be acceptable. The patient was transferred to the ward without issue but continued to have unexpected shortness of breath. Follow-up echo showed that the valve was sitting too low in the lvot with more moderate ai. The patient was medically optimized and discharged home, but returned later in worsening heart failure. Echo confirmed the low positioning of the valve in the lvot, with more severe paravalvular leak and a degree of mitral stenosis, as the valve was impinging on the movement of the anterior leaflet of the mitral valve. The valve was removed, and no obvious intrinsic issue was identified. The valve was confirmed to be slightly too low, although not exceptionally so; however, intra-operative visualization was reportedly limited. The original sizing was confirmed, and another perceval of the same size was implanted. The valve was positioned well, without paravalvular leak. Although the second operative course was complicated, the patient outcome was ultimately good. Follow-up echocardiography confirmed a well-functioning valve with preserved heart function.

Manufacturer narrative:
The manufacturing and material records for the percival heart valve, model #icv1209 , s/n # (B)(4), and nitinol stent, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) precaval heart valve at the time of manufacture and release. As the valve was not available for return, no further investigation can be performed. There was reportedly some discussion among physicians regarding whether the valve migrated post-operatively or whether the valve was malpositioned from the outset. However, the implanting physician reported no suspected issue with the device, and believed the valve was originally implanted too low. Intra-operative examination of the valve revealed no obvious valvular deficiencies. As the device was not available for return, no further investigation can be performed. However, based on the document review performed, no manufacturing deficits were identified. From the information provided, it can reasonably be concluded that the event was attributable to the operational context and user error.